Manufacturer narrative:
Internal complaint reference (B)(4). H11. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the case, the mapping feature on the tibia glitched multiple times and the touch screen of the real intelligence cori and real intelligence tablet became non-touch functional during planning screen. Rep was not able to adjust resections for planning. The procedure was resumed, after a non-significant delay, with a change to manual instrumentation. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. None of the reported issues were observed during testing. Touch inputs worked normally with a known working touchscreen and tablet. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. It was found in the log files that the system was logging multiple touch control inputs at the same time during the case. This correlates with the reported issues of touch functionality not working as well as possibly causing issues during mapping and free point collection. Although the reported problem was not able to be reproduced during testing, review of the log files observed that the system was logging multiple inputs throughout the case that correlated to conflicting inputs between the foot pedal, touchscreen, and tablet. Based on these error logs, it seems that one of the touch screens was behaving abnormally and producing random inputs. This could have interrupted free point collection and caused problems during the planning screen. As this issue was not able to be reproduced or observed in other log files after the date of incident, it seems likely that this occurred as an intermittent fault of the tablet used, or due to some interference such as liquid splashed onto the tablet or touchscreen that produced random inputs during the case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d9. Corrected data: h6 (health effect - impact code).